Event description:
Balloon for this product would not work.three more or the same product were opened and all three failed.all products from this lot have been pulled from the shelves and manufacturer to be notified.what was the original intended procedure?robotic assisted total lap hysterectomy.device #1is this a laboratory device or laboratory test?no.